Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 282 (mg/dl). Although requested by tandem technical support, customer declined to perform troubleshooting for the pump or future follow-up. Customer indicated that they would change their pump supplies.